Event description:
The customer reported the patient was accompanied to emergency department due to breathing difficulty reported as (o2 saturation value: 94%) and the pilot balloon was found to be broken. A non-routine replacement of the tube was required. The tube was discarded.